Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient has shingles. Patient described the area as a rash . The patient¿s physician recommended removal of lv until rash is healed. Outcome of the irritation is unknown.